Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying suboptimal flow rate during normothermia therapy. The flow rate was between 0.7-1.0 l/min. Per the physician's request, only one pad was in use due to the patient's size. Per troubleshooting, the nurse was advised to disconnect and reconnect the pad. The flow rate remained between 0.8 - 0.9l/min. The nurse was then advised to add more pads. The patient's temperature was 37c, the target temperature was 37c, and the water temperature was 37.7c.

Event description:
It was reported that the arcticsun device was displaying suboptimal flow rate during normothermia therapy. The flow rate was between 0.7-1.0 l/min. Per the physician's request, only one pad was in use due to the patient's size. Per troubleshooting, the nurse was advised to disconnect and reconnect the pad. The flow rate remained between 0.8 - 0.9l/min. The nurse was then advised to add more pads. The patient's temperature was 37c, the target temperature was 37c, and the water temperature was 37.7c.

Manufacturer narrative:
The reported event could not be confirmed. A potential failure mode identified from these steps is contained within mode #3, which lists "poor flow" as a potential failure mode and "improper storage causing crushed pad, pad dimples, and/or pad lines" as a potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ .